Event description:
It was reported that this device's battery had depleted 51% in approximately three months. A remote device analysis was performed and premature battery depletion was suspected. Device was subsequently explanted. No adverse patient effects were reported.